Manufacturer narrative:
Additional information : device manufactured between november 09, 2017 to november 10, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a spike port cap leak at the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during an unspecified date of 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the injection port. The leak was discovered during preparation and prior to patient use. There was no patient involvement. No additional information is available.